Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient and provider were unable to connect to the device with the handset and communicator. Patient stated when they moved into a certain position that the stimulation would be very strong. They tried to connect to turn it down but unable to connect. The doctor was unable to connect in office as well. The trouble shooting was performed by the patient and the doctor. They were unable to connect using the controller. Device full replacement on (B)(6) 2026. Lead and stimulator. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ylrl implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type lead b3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.